Event description:
The patient reported receiving three shocks lately after exiting the shower. The patient had the device checked with no issues found. The patient suspected an issue with the electrical grounding in the bathroom. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419688 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2007. (B)(4).